Manufacturer narrative:
Lifescan has requested the return of the subject meter and test strips for evaluation, but has not yet rec'd them. If the meter and test strips are returned, lifescan will evaluate them and, if the meter and test strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On (B)(6) 2004, the pt contacted lfs alleging that his one touch ultra meter was displaying missing segments. He last obtained a result on the evening of (B)(6) 2004. The pt could not recall the last result obtained on the reported meter. He tested his blood glucose on another device and no result was reported. He is not sure of the time difference between the reading on the reported meter and on the other device. He contacted his medical professional for advice and no treatment was rec'd. The pt neither alleged harm nor experienced injury or medical intervention. Based on the info supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter was replaced.